Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection of the lead found that the helix mechanism was extended and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test passed without issue, indicating no blockage in the lumen. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to impedance issue, high thresholds, and helix mechanism issue. In addition, the physician had to reposition the lead multiple times. After the fourth attempt, extraction of the helix was impossible. Another rv lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to impedance issue, high thresholds, and helix mechanism issue. In addition, the physician had to reposition the lead multiple times. After the fourth attempt, extraction of the helix was impossible. Another rv lead was successfully implanted. No adverse patient effects were reported.